Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned (3) 1/2cc, 6mm. 31g syringes in an open poly bag from lot # 9350269. Customer states that they found three syringes with tops, shields and needle hub assembly in the bag. All returned syringes were examined and all exhibited a broken barrel tip. A review of the device history record was completed for batch# 9350269. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification [200868485] noted for out of spec shield pull. There was one notification [200868736] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. A root cause cannot be determined.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag ca needle hub separated on 3 occasions during use. The following information was provided by the initial reporter: material no:324920 batch no: 9350269a. It was reported that consumer found three syringes with tops, shields and needle hub assembly in the bag. Consumer reported found 3 syringe with tops/shield/needle hub assembly part laying in the bag and from one 10 pack.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag ca needle hub separated on 3 occasions during use. The following information was provided by the initial reporter: material no:324920 batch no: 9350269a. It was reported that consumer found three syringes with tops, shields and needle hub assembly in the bag. Consumer reported found 3 syringe with tops/shield/needle hub assembly part laying in the bag and from one 10 pack.